Event description:
On (B)(6) 2012, pt underwent CABG and mvr. Approx 6-7 hrs after surgery completed, pt developed bleed via chest tube, hypotension. CT surgery opened chest, report it appeared ivc suture had fractured. Resuscitation unsuccessful. Pt expired.